Event description:
The customer reports that clinac and 4ditc are out of sync. The customer stated that this issue is repeatable when a plan with 2 fields is loaded on 4ditc then mode up of 1 field on 4ditc and rv mode up on clinac. If afterwards, the user decides to treat the 2nd field first, then 'clears mode up' of the 1st field on 4ditc, then selects and 'modes up' the 2nd field (with a different energy), there is no action on clinac and no interlock on clinac, the user could beam on with the settings of the 1st field. The 4ditc shows no mismatch, despite the fact that there is a mismatch between planned and actually programmed values on clinac. The position of the key (disabled / enabled) on dedicated clinac keyboard makes no difference in the behavior. There was no serious injury or misadministration reported as a result of this event.

Manufacturer narrative:
Varian's investigation confirmed the allegation and has determined that this is a known and previously investigated issue. The clinac console erroneously reports to the oncology info system (ois) that the plan was delivered with one energy, whereas another was used. The problem only occurs if a c-series clinac (v7.8 or 7.9) is first manually set up with a beam energy selected, then a prescription which matches the current set up except for beam energy is imported. (This is not a normal use case.) The clinac reports the plan energy, but delvers the pre-set energy. The anomaly is restricted to the beam energy only. All other plan parameters operate correctly. The potential risk associated from the anomaly would be an overdose or under dose of the planned treatment volume, by typically 15% at a depth of 10 cm - with less error at shallower depths, and more at greater depths) per affected beam / fraction. Note that the actual energy being used is present on the console screen, and flashes during treatment. Varian has had four reports of this issue and no reports of injury as a result of this issue. Corrective action: varian has issue a discrepancy report (dr) to address this issue. Any further actions will be addressed in varian's internal corrective action process. No additional follow-up to this MDR is expected.